Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 5.4 mmol/l. It was reported that motor error was received when customer attempted to rewind insulin pump. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer also reported to have received motion sensor test failure. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind due to corroded motorhome switch. The insulin pump was unable to verify motor error alarm or no delivery alarm due to alarm. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.